Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found a broken pitch down cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. Other cables at the wrist were not damaged. No other damage was found. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the system would not recognize the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no allegation of any harm, injury or adverse outcome to a patient.